Manufacturer narrative:
Product recall initiated in 2007.

Event description:
In 2007, there was a hamstring done with 2 calaxo. Six weeks later the patient presented a discharge at the scar level. The surgeon proceeded at the surgical washing. Two weeks after, another discharge appeared and he made a second washing. The screws were not removed.